Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that after completion of the case, it was noted to a team member that the light glove was not intact and was immediately reported to the attending physician. The light glove is from a titanium rib pack. It is not known what type of handle was being used with the lite glove. The customer further reports that there was no harm to the patient.

Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the lite glove is ripped. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.